Event description:
Reportedly, the instrument was fired across the bowel. The specimen side row of staples were missing in the center of the staple line. They corrected the problem by clamping it. Procedure: whipple.